Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for complex regional pain syndrome (crps). It was reported that after the lead was positioned, when the ins was connected, impedances in all the electrodes #0-7 were 4,000 ohms. The ins and lead were reconnected five times but impedances at 4,000 ohms were noted. To confirm if the lead had anomaly, a multi-lead cable was used to measure impedances. Impedances were as followed: #0 electrode was 891 ohms, #1 electrode was 846 ohms, #2 electrode was 828 ohms, #3 electrode was 809 ohms, #4 electrode was 824 ohms, #5 electrode was 816 ohms, #6 electrode was 815 ohms, #7 electrode was 891 ohms. All the impedances were within normal range. When the ins was connected to the lead, impedances were 4 ,000 ohms. As anomaly and product defect of the ins was suspected, another ins instead was connected to the lead. The #1 electrode was 790 ohms, #2 electrode was 760 ohms, #3 electrode was 720 ohms, #5 electrode was 840 ohms, #6 electrode was 800 ohms. Impedances were within normal range. Another ins was connected to the lead. The procedure was completed. The device settings were: 0ma, 210 microseconds, 10 hz, bipolar, #1 electrode for anode, #0 electrode for cathode, usage during connection. No x-ray images were available. There were no external contributing factors. The issue was resolved at the time of this report. No surgical intervention occurred nor was planned. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3550-29, product type: accessory. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that all the electrode impedances were 40,000 ohms. All electrode impedances of 40,000 ohms continues after reinserting the lead a couple times, and after testing with the multi lead trialing cable and then connecting to the ins again.

Manufacturer narrative:
Device analysis for ins(B)(4) revealed no anomaly found. If information is provided in the future, a supplemental report will be issued.